Manufacturer narrative:
(B)(4).

Event description:
During a routine sales training a penumbra sales representative was checking the aspiration pumps and noticed that the second (back-up) pump was not working properly. When turned on, the pump made a similar noise to a working pump but no suction was coming from the main port. The pump was disposed of at the hospital.